Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with a blood glucose (bg) level of 576 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.